Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update: (B)(6) 2016. Medical records received. After review of the medical records for MDR reportability, there is no new information provided that would change the existing investigation. Updating head/liner expiration date and adding stem/sleeve due to previously alleged elevated metal ion levels.

Event description:
Litigation papers received. Papers allege patient suffers from pain, difficulty ambulating, and elevated metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.